Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a dislodged grip-tang near the base of the grip tip. As a result, the jaws could not be properly removed from the trocar. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was broken or jammed. The procedure was completed with no reported injury.